Manufacturer narrative:
H3 other text : device not available.

Event description:
Description: patient complained via phone that 1/7 of the pen-needles dont let the insulin through. The pen-needles are clogged. How often has the issue occurred? Several times.

Manufacturer narrative:
Updated section e1 to include germany event country. Updated g6 to indicate follow up report. Updated section h6. Enclosed completed medwatch section 6, ~15 pen needle units impacted by this event. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.